Event description:
Fatigue failure (rupture) of the anterior cruciate graft resulted in recurrent effusion and loss of stability of the left knee. Hospitalization and surgery was required to remove the failed graft.